Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspections of the returned products noted the instruments were received loaded with a 2.5mm single use loading units (sulu). Visual inspections of the sulus noted that all of the staples were partially advanced in the cartridges. The staples were in usable unformed condition. Functionally, the advanced staples in the sulus were reused and reset inside the cartridges. The instruments and sulus were applied to test media with proper staple formations. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices were unable to fire when preparing them after opening from package. The account performed full, complete squeezes of the handle. It returned to the open position following the first full squeeze of the handle, but remained in the closed position following the second complete squeeze of the handle. There was no patient involvement.